Manufacturer narrative:
Findings: unable to prime during prime test due to faulty sensor resistor. Pump passed displacement test, rewind test, basic occlusion test, self test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, and severely scratched display window noted.

Event description:
A customer returned their insulin pump back for analysis for unknown reasons. The customer never provided their blood glucose levels.